Event description:
It was reported by the clinician, that the physician attempted three times to place catheter in the pt's subclavian vein. During the first two attempts, the spring wire guide (swg) became "stuck" in the catheter and they were removed. The two kits that were used were from lot rl8047207. A third kit was opened from lot rl8057265 and there were successful. The concern of the staff is that the swg is getting "stuck" on the arrowg+ard blue plus coating. There were no pt complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one bent spring wire guide (swg) and two unraveled swg's were returned. First swg had multiple soft bends along its length with both welds intact & no separations. Second swg had multiple bends & core wire was separated adjacent to proximal weld. Third swg was kinked sharply at approx 33cm from distal end and core wire was separated adjacent to proximal weld. No pieces appeared to be missing from swg's. Complaint report states a concern of a constriction inside catheter lumen due to the antimicrobial coating, however, catheter was not returned for analysis. Instructions for use (arrow (B) (4)) procedure step 4, advises user to flush each catheter lumen prior to use. Warning 4 and procedure step 13 warn that use of excessive removal force may cause swg to break. Procedure steps 7 through 14 described suggested techniques to minimize the likelihood of swg damage during use. The device history records for the swg's and catheters were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. Verification testing could not be performed for reported complaint of swg's becoming stuck in catheter, because catheter was not returned. Damage to the three returned swg's is consistent with excessive force being applied during use. The potential cause of the swg's being stuck in the catheters could not be determined based upon the information provided and without the catheter samples. A CAPA has been initiated to address this issue.